Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the recon sagittal saw device was blocked, jammed and was moving heavily. It was further determined that the trigger / magnetic switch was defective. It was further determined that the device failed pretest for check falling out protection (steal ring) and check proper function of the trigger. It was noted in the service order that during a knee surgery, it was discovered that the device was not working. A spare device was available to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.